Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an implantable neurostimulator (ins) for gastroparesis that was placed in (B)(6) 2015. Over the last 6 months, the patient had intense pain on their left side, mostly coming on after they ate. The last week it had been very constant and very intense, and the pain was so severe the patient was in the hospital. They did a CT scan and it showed nothing. They thought perhaps it was muscular, though those medications had not dulled the pain at all. Even the opioids they prescribed did not help the pain, so the patient hadn't been taking them. The patient was wondering if perhaps there was something wrong with the leads or if they could possibly be feeling the stimulation. There was a lot of information out there to tell the patient what this would feel like of if they would have any symptoms. The patient had also been treated for irritable bowel syndrome (ibs) over the last few months and that too had not yielded any relief from the pain. The patient wanted to know if the manufacturer had any idea if the pain had to do with the device. The patient had contacted their health care provider (hcp) regarding their pain and had not received any contact back. The patient even had their gastrointestinal hcp contact them after getting no response. The circumstance that led to the intense left side pain was that the patient had the pain since pacer placement in (B)(6) 2015. The hcp didn't know why they had pain. The pain intensified after eating or drinking and got even worse if the patient did physical activity after eating. Their device was increased in (B)(6) 2015 and was left at 7 since then. The steps taken to resolve the pain included the patient having CT scans of their abdomen, they had been on medication for ibs, and were treated for possible muscle strain and nothing worked. The patient was given acetaminophen and oxycodone and even that didn't take the pain away, it only made it more dull. Sometimes when the pain wasn't so strong, an anticholinergic antispasmodic drug including phenobarbital, hyoscyamine, atropine, and scopolamine also dulled it to some extent. The pain was very sharp and was almost jolting. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient felt like they were being shocked constantly. The pain was severe and the patient had been at the hospital since the afternoon of (B)(6) 2016. The patient's treating health care provider's (hcp's) office referred them to the hospital to address the device. The gastrointestinal (gi) hcp was off for the weekend and would be back on (B)(6) 2016 and there was a covering gi hcp that took care of the device, but now they were told there wasn't a covering hcp for the device. No one would be available until (B)(6) 2016 and they were going to send the patient home with pain medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.